Event description:
It is reported that a customer experienced unexplained high blood glucose of over 600 mg/dl. The customer was did not mention any form of treatment. The customer stated that their issue was resolved with a infusion set change. The customer declined trouble shooting and no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See (B)(4) for related documentation.